Event description:
During surgical case, half of the clamp of the fixation clamp broke off in the abdomen as it was closed in the duct. Md aware could not find piece during surgery. Case completed and incision closed without retrieving broken piece. Broken clamp returned to MFR per md's note. Also stated "no consequence of not being able to retrieve jaw. Procedure: laparoscopic cholecystectomy and cholangiogram.